Event description:
This rv lead was implanted on (B)(6) 2008. A call to technical services on (B)(6) 2012 states that rep called to report that this patient showed up in clinic due to pre-syncope and generally not feeling well. Representative states that rv threshold is up to 5.5v@0.4ms from less than 2v previously. Patient admitted to hospital with outputs increased to max. Asked if patient had a fall or some other incident - representative states patient did trip and fall or had a misstep and fell about 5 weeks ago. Dr. (B)(6) is md following patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).